Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approximately 29 months after the implantation the ventricular lead impedance and thereshold increased (greater than 2500 ohms and greater than 2.5v at 0.4ms). The lead was capped and a new lead implanted on (B)(6) 2017. No adverse patient events were reported.

Manufacturer narrative:
11/30/2017 - we received an updated analysis. Data for analysis was provided. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Trend curves with values measured between january 2017 and july 2017 were provided. The pacing impedance showed an initially stable progression around 700 ohms with a gradual increase since april 2017 to >2500 ohms. Furthermore the pacing threshold demonstrated an increase from 1 v to 2.5 v between april and july 2017. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. Should additional information or the device itself become available for analysis, the investigation will be updated.